Manufacturer narrative:
The reporter claimed the leakage cartridge is with one of the recall lot# but did not provided specific lot#. Brand name: animas insulin cartridge. Correction/removal number: 2531779-02/25/11-001-r.

Event description:
The reporter claimed that the cartridge on the animas product is leaking. There was no blood glucose excursion and no medical intervention that would suggest a serious injury. This complaint is being reported as a malfunctioned due to the alleged cartridge leakage issue.